Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned after it was noted that the pacing impedance measurements had risen but were not out of range. No additional adverse patient effects were reported.